Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the doors were unable to open when attempting to put the system around the patient. Patient was present. This issue occurred intraoperatively. There was unknown surgical delay and impact on patient outcome. Troubleshooting technical service had representative attempt the electronic emergency open --> he could hear the gantry making noise, but it would not open. Technical service asked representative anything was stuck in the gantry (drapes, etc) --> he reported something was stuck in the gantry, but they were able to remove this, and could now open the doors.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Codes:b17,c20,d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.